Event description:
The customer reported system's film had a cone on top and bottom of film. System is still operational and being used for cases.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.